Event description:
The balloon was inserted on (B)(6) 2018. On (B)(6) 2018, at the six-month routine removal, the distal balloon was found deflated. The patient did not report any discolored urine and was compliant with taking the ppi's.

Event description:
The balloon was inserted on (B)(6) 2018. On (B)(6) 2018, at the six-month routine removal, the distal balloon was found deflated. The patient did not report any discolored urine and was compliant with taking the ppi's.